Event description:
The physician reported in november 2007, that the pt had suffered a fall and subsequently had experienced a decrease in therapy benefit on the left side; her tremor had become worse. The representative reviewed impedance values via phone that indicated the right-sided lead and extension devices (right hemisphere implant location), were damaged. X-ray analysis was anticipated. The physician reported, that the lead device had been broken and was replaced. Review of the device registration system shows the system was replaced; the hcp indicated that programming had not yet occurred. Pt follow-up was anticipated in the 2008, timeframe. Products have not been returned for analysis. Refer to MFR report #6000153200800125.

Manufacturer narrative:
.